Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump motor sounds louder than normal. Customer's blood glucose level was unknown. The customer stated that diminished battery life and insulin pump rejects battery. However, customer was received random no delivery alarm. The product will not be return for analysis.